Event description:
The lead had dislodged a few weeks after implant. During the lead repositioning case, the physician noted that there was a small nick on the lead body. Lead was extracted and replaced with another. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead body including the conductor coil and insulation was found stretched between 28 and 41 cm distal to the is-1 connector pin. Furthermore, the conductor coil was found deformed 21 and 23 cm distal to the is-1 connector pin. These deformations most likely resulted from the repositioning procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.